Manufacturer narrative:
Citation: rahman ms et al. Transcatheter aortic valve-in-valve treatment in prior sorin freedom solo valve. Eurointervention. 2018 jun 8;14(3):e280-e281. Doi: 10.4244/eij-d-17-00850. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) female patient who underwent implant of a 26 mm medtronic corevalve (serial number not provided) inside a stenosed 23 mm non-medtronic stentless aortic valve. During deployment of the valve the right coronary artery occluded. A guide catheter had been placed in the left main stem as a precaution but occluded upon guide withdrawal. The valve was snared into the ascending aorta under conditions of cardiac arrest, relieving coronary obstruction. Following the procedure, the patient improved significantly. Three years later, at age 86, the patient developed severe symptomatic valvular restenosis with a peak gradient of 80 mmhg. Subsequently, a 23 mm medtronic evolut r transcatheter aortic valve (serial number not provided) was implanted into the 23 mm non-medtronic stentless valve without snaring the previously attempted corevalve. Through a staged valve release, the right and left coronary arteries were simultaneously stented. At discharge, the patient was treated with medication for atrial fibrillation and was found to be clinically well at 6-month follow-up. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional data: added patient weight. The physician/author stated the 26 mm medtronic valve is not available for return. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author provided the patient's weight ((B)(6) kg) and stated the 26 mm medtronic valve is not available for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.